Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic exploration procedure, the device`s tip broke inside of the patient, it was retrieved and the surgery was finished without a problem. Another like device was used to complete the procedure. There were no adverse consequences for the patient.